Manufacturer narrative:
The cartridge was not returned for investigation. The lot was released for distribution having met all product design, quality and product released criteria. No defects were found during incoming inspection of this lot. A review of the lot history revealed no other events of this type have been received. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on october 10, 2016 regarding a (B)(6) year old male patient who was receiving crrt therapy on (B)(6) 2016. While disconnecting the luer from the catheter, the luer broke requiring replacement of the catheter.